Manufacturer narrative:
Batch review performed on 10 july 2019: lot 185952: (B)(4) items manufactured and released on 10-"dic"-2018. Expiration date: 25-11-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event.

Event description:
Revision surgery performed 15 days after the primary due to pain caused by a fractured femur, which occurred while putting on his pants(no fall occurred, the patient placed body weight on one leg while attempting to place the other leg in pant leg when pop was heard and pain occurred). The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully.